Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2016, and the patient was reimplanted with another device during the same surgery. This report is filed august 9, 2016.

Manufacturer narrative:
.

Manufacturer narrative:
This report is filed may 24, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced pain with device use and subsequently the patient was treated with antibiotics (type not reported), steroids (injection) and local anaesthetic, however the issue did not resolve. The implanted device remains. Clinical management of the patient is ongoing.